Manufacturer narrative:
The manufacturer previously reported information alleging a fan service required message appeared on a trilogy evo ventilator. There was no serious patient harm or injury that occurred or was reported. The device was returned to a third-party service center for evaluation. During the initial evaluation, the device's error log was posted, and a reportable error code was present. The ventilator service required error relates to a battery not charging fault. The service technician states that the ventilator service required error was triggered due to a defective detachable battery. The device was tested with a good detachable battery without triggering any alarms. The detachable battery needs to be replaced to resolve the error. Additionally, the muffler, air foam filter, and particulate filter will be replaced for preventative maintenance. The section h coding has been updated to reflect this new information.

Event description:
The manufacturer received information alleging a fan service required message appeared on a trilogy evo ventilator. There was no serious patient harm or injury that occurred or was reported. The device has been returned to a third-party service center for evaluation. During the initial evaluation, the device's error log was posted, and a reportable error code was present. The ventilator service required error relates to a battery not charging fault. The investigation is still on-going. A supplemental report will be submitted when the third party service center's investigation is complete.